Event description:
The hospital reported a malfunction causing a high delivery of tidal volume during pre-use checkout and loss of mechanical ventilation. There was no report of patient involvement.

Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The monitoring interface assembly was replaced to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs (B)(4). The distributor performed a checkout of the equipment and confirmed the reported complaint. The monitoring interface assembly was replaced to resolve the issue.